Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the endoeye flex deflectable videoscope exhibited communication error code b30. There were no reports of patient harm.

Event description:
The issue occurred during preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured the device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause for the reported cause could not be determined. The event can be detected by following the instructions for use which state: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.